Event description:
During surgery the surgeon was dissecting through soft tissue with the harmonic scalpel. One side of the jaw (tip of instrument) broke off. After attempting to locate the small broken fragment the surgeon continued the procedure. The surgeon noted the piece would not be harmful to the pt if left in. The pt was referred by the surgeon for abdominal x-ray for confirmation of the missing fragment. The surgeon stated he wasn't sure if it was inside the pt or not. Appropriate chain of command followed and notified once events were discovered. Charge nurse not aware of situation until the pt had been discharged home. Used 1 hr, 30 mins. Diagnosis or reason for use: obesity surgery/revision of lap band.